Manufacturer narrative:
Three unused segments of the complaint graft were evaluated by our consulting pathologist. A copy of that report is attached. Since the actual portion of the graft involved in the complaint was left in the patient and therefore not available for evaluation, the complaint cannot be confirmed or denied. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar complaints against this batch. Gross description: received in formalin is a segment of dacron vascular graft measuring 10 cm in length and 2 cm in diameter. It is dull. No blood or tissue elements are identified. Rep. Sections are embedded under md-926. Received in formalin are two segments of crimped dacron vascular graft which measure up to 6 cm in length by 1 cm in diameter. The surfaces are dark brown in appearance. No gross blood elements or tissue fragments are identified. Rep. Sections are embedded under md-927 and md-928. Microscopic description: hemashield dacron graft with collagen coating is identified. The three segments are similar in microscopic appearance. No loss of integrity of the collagen coating is identified. The collagen coating is present on the luminal surface, within the interstices of the dacron fabric, and on the periadventitial (outer) surface. No blood or tissue elements are identified. Summary: three segments of hemashield dacron vascular graft with intact collagen coating are identified.

Event description:
When the graft was unclamped, approx. 750cc of blood leaked through holes in its main body. The graft stopped leaking on its own and was left in. The pt's condition is fine.